Manufacturer narrative:
Abbott laboratories determined that the cell-dyn emerald rbc counting head performance deteriorates over time resulting in qc out of range low due to deposit/build-up on the rbc counting head aperture caused by the combination of multiple factors. The preventive maintenance specified in the cell-dyn emerald operators manual and associated cleaning methods are not sufficient for approximately 5% of users to maintain the cell-dyn emerald system operational on a routine basis. This product correction is associated with cell-dyn emerald instruments with serial numbers below (B)(4). A product correction letter was issued on february 20, 2019 to all cell-dyn emerald customers with impacted serial numbers. The letter informs the customer of the issue regarding rbc counting head performance deterioration resulting in qc out of range low and provides the customer with necessary actions regarding cell-dyn emerald cleaning and frequency. New customers will receive the updated operators manual, which includes revised labeling, upon install.

Event description:
The customer observed rbc and plt control values out of range low on the cell-dyn emerald analyzer. The customer performed bleach clean, backflush and start-up to resolve the issue. No impact to patient results or patient management was reported.